Manufacturer narrative:
E1 Postal Code: (b)(6).The Baxter technician found the PCB needed to be replaced.The Affinity 4 Birthing Bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (PM) for Joint Commission certification. PM not only meets Joint Commission requirements but can help make sure of a long, operative life for the Affinity 4 Birthing Bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the Affinity 4 Birthing Bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation.A search of the Baxter maintenance records showed Baxter performed preventive maintenance on this bed Feb 2026. It is unknown if the facility performed any other preventive maintenance on this bed.The technician replaced the PCB to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that AFFINITY 4 BED FRAME backrest would rise on its own as soon as it was plugged into the power outlet. The process step at which the issue occurred was not specified. There was no patient/user injury, medical intervention, symptom, or adverse event reported.